Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Additionally, customer reported that there was no insulin coming out of the cartridge during the fill tubing process. Customer went to the ER and was admitted to the hospital for elevated blood glucose (bg) levels of 406-525 mg/dl and diabetic ketoacidosis. Customer received an insulin drip to address bg levels. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.